Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-apr-15 reporting that they met with the patient and performed a successful physician mode recharge (pmr). The power on reset (por) was cleared and the scs was reprogrammed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of cervical radiculopathy and spinal pain. It was reported that the patient¿s ins quit working and that they were trying to charge and were getting poor communication. The patient was not able to check the ins at the time of the call due to lack of access to their patient programmer (pp). The patient last felt stimulation on (B)(6) 2018 and had last successfully charged their ins about 3 weeks earlier. The patient reported that they had hit their implant on a car mirror really hard and it hurt really bad. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s device was confirmed to be in overdischarge. The patient indicated that they were non-compliant with recharging, as they have a poor memory and have been undergoing chemotherapy for bladder cancer. The rep indicated that they are going to set up a time to perform a physician reset mode (prm) with the patient. It was also stated that the patient bumped their ins on a car door mirror, and the ins site is very tender. The issue was not resolved at the time of the report. No further complications were reported or anticipated.